Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal was used to close a 7f puncture of the iliac artery. Twenty hours after closure, the patient complained of pain and a large hematoma developed. The hematoma grew very quickly, therefore the patient was taken immediately to surgery. The patient's blood pressure decreased and there were problems with coagulation during surgery. The patient expired. The vascular surgeon noticed a proximal one centimeter between the anchor and knot.